Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed. The provided log file contained data spanning an unknown amount of time, as the controller¿s clock was incorrectly set throughout most of the log file, displaying as (B)(6) 2000 ¿ (B)(6) 2000 until being fixed to read (B)(6) 2021 at 11:09 at the end of the data. The pump maintained speeds above the low speed limit while connected to the driveline. A driveline power fault alarm was observed to have become active during a time where the controller¿s clock was not properly set (at (B)(6) 2000 at 22:55). The alarm remained active throughout the remainder of the log file. No other notable events were observed. The returned modular cable (lot number 7031758) was functionally tested and was found to activate driveline power fault alarms when connected to a controller. The cables inner wires were also tested with a fixture; however, an issue within the cable¿s wires was observed. The mod cable was opened, and every inner wire was observed to be damaged, while more significant damage (fractured or partially cut) was observed on the yellow, green, and red wires. These wires are responsible for the communication and power lines within the mod cable. The observed wire damage was mostly within the areas of suspect as identified via the provided x-rays. The root cause of the reported event was damage to the modular cable¿s inner wires; however, the root cause of the damage to the wires was unable to be conclusively determined. The heartmate 3 patient handbook section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿ instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook rev. C, section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). Review of the device history record for the modular cable, lot number 7031758, showed the device was manufactured in accordance with manufacturing and qa specifications no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that significant driveline damage above modular cable connection on hm3 (heartmate 3) driveline was reported. The healthcare professional stated patient has progressive dementia and was hard on equipment and controller. Patient experiencing driveline power fault alarm. Clinical discussed options to replacing modular cable, if safe for patient based on patient condition, to see if alarm resolved, along with option of permanently silencing driveline power fault alarm if replacing modular cable did not resolve the alarm. Healthcare professional stated patient not a surgical candidate, and that it looked like a ¿dog chewed on patient¿s driveline¿ above modular cable connection, close to driveline exit site. The patient was very rough on equipment as patient has a progressive supranuclear palsy and the equipment gets jostled around a lot. X-ray of the driveline showed significant areas of breakdown in the modular cable. Clinical also recommended re-education for patient/family related to driveline care. Healthcare professional understands information and stated she felt comfortable performing modular cable replacement and would wait on log file analysis and x-ray results. Driveline power fault alarm observed. X-rays and the modular cable showed spots of possible damage. The patient¿s system controller was replaced along with the modular cable. The patient was being managed with a more palliative approach. No additional information provided. The referenced of the patient's pump and system controller was reported under MFR # 2916596-2021-04718 and MFR # 2916596-2021-04720